Event description:
As reported, a 6mm x 10cm 155cm saberx rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation of approximately 5 atmospheres (atm). As a result, the saberx pta balloon catheter was replaced with a non-cordis balloon catheter which was followed by implantation of a s.m.a.r.t self-expanding stent (ses) to complete the procedure. There was no reported injury to the patient. A contralateral approach was made with a 6f 45cm non-cordis catheter sheath introducer (csi) to treat a lesion in the left external iliac artery which had a 99% stenosis, sever calcification, and sever tortuosity. There was no difficulty removing the stylet or any of the sterile packaging components and there were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure during preparation. A non-cordis guidewire crossed the lesion and the saberx pta balloon catheter was inserted and inflated to approximately 5 atm when it ruptured. There wasn¿t any resistance or friction experienced while inserting the balloon through the rotating hemostatic valve and there was no difficulty advancing the balloon catheter through the vessel and across the lesion. The balloon catheter was never in an acute bend, it did not kink while being used, and the balloon catheter was removed easily from the patient and remained in one piece during removal. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6mm x 10cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation of approximately five atmospheres (atm). As a result, the saber pta balloon catheter was replaced with an unknown balloon catheter which was followed by implantation of a s.m.a.r.t self-expanding stent (ses) to complete the procedure. There was no reported injury to the patient. A contralateral approach was made with a 6f 45cm non-cordis catheter sheath introducer (csi) to treat a lesion in the left external iliac artery which had 99% stenosis, severe calcification, and severe tortuosity. There was no difficulty removing the stylet or any of the sterile packaging components and there were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure during preparation. A non-cordis guidewire crossed the lesion, and the saber rx pta balloon catheter was inserted and inflated to approximately five atm when it ruptured. There was no resistance/friction experienced while inserting the balloon through the rotating hemostatic valve, advancing through the vessel, or crossing the lesion. The balloon catheter was never in an acute bend, it did not kink while being used. The balloon catheter was removed easily from the patient and remained in one piece during removal. The product was not returned for analysis. A product history record (phr) review of lot 82222003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.